Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During first inflation at 4 atmospheres for 10 seconds, the balloon rupture from a pinhole. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.